Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, at the end of valve deployment the balloon ruptured. The valve was fully deployed, so the system was pulled into distal end of sheath. Sheath and delivery system were removed from groin simultaneously and the vessel was closed without any issue. Patient was stable throughout entire procedure. Additional information received noted that there was no valve alignment difficulty and alignment was performed in a straight section. The patient was stable post procedure and discharged the next day. The perceived root cause of the event was calcium in the lvot. Additional damage was noted to the esheath. There was withdrawal difficulty as well and the liner at the tip of the esheath was partially delaminated but opened as designed.

Manufacturer narrative:
The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided by the field and the following was observed: longitudinal and radial balloon burst. Sheath liner bunching at distal dip. Calcification in landing zone. Calcification and tortuosity in patient access vasculature. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as review of provided 3mensio showed calcification was present in the patient landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on evaluation of provided imagery. Available information suggests patient factors (tortuosity) and/or procedural factors (withdrawal of altered balloon profile, non-coaxial withdrawal) likely contributed to the event as review of provided 3mensio showed tortuosity was present in the patient access vasculature. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.